Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Available information suggests that unknown patient and procedural factors may have contributed to the pvl and intra-cardiac fistula. It is possible that the annulus calcification was a contributing factor to the pvl and may have also caused tissue trauma resulting in the intra-cardiac fistula near the rcc and ncc area. Per records, both the pvl and intra-cardiac fistula contributed to the hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our implant patient registry that approximately 5 years, 10 months and 4 days post transfemoral transcatheter aortic valve replacement tavr with a 29mm sapien 3 valve the valve was explanted, and a surgical valve was implanted. The medical records were received and reviewed; approximately 5 years and six months post tavr implant, the patient was readmitted to the hospital ,1 day after being discharged, for feeling generally weak and shortness of breath. The patient had been in the hospital for generalized anemia; the hemolytic workup did not find the source of the hemolysis. A transesophageal echocardiogram (tee) was performed 4 months later and revealed paravalvular leak of a tavr valve with aorto-atrial fistula to the right atrium (causing anemia). The valve is well seated, the leaflets are well visualized, with no regurgitation, and mild paravalvular regurgitation. The mean gradient is 8 mmhg. There is a left to right shunt from the aortic sinus to the right atrium suggesting small, ruptured sinus of valsalva aneurysm vs post tavr complication. There is continuous flow throughout the cardiac cycle, and this may likely be the source of the patient's hemolytic anemia. Of note, this finding has been mentioned in transthoracic echocardiogram (tte) reports dating back to 2020 post tavr. The patient underwent tavr explant, coronary artery bypass grafting (CABG) two times, ligation of left atrial appendage, closure of aorto-atrial fistula with a pericardial patch and aortic valve replacement with a 27mm inspiris resilia tissue valve. The explant pre-procedure diagnose was severe paravalvular leak and aorto-atrial fistula. Per intraoperative tee: tavr valve in place. Perivalvular leak seen between anatomic left and right coronary cusps. Separate large color doppler flow seen perivalvular between anatomic right and non-coronary cups (rcc and ncc). This is continuous flow in diastole and systole and appears to connect to the right atrium. Likely represents fistula. Large continuous color doppler flow seen entering right atrium from likely from level of the aortic annulus near tavr valve. Post operative tee showed good ventricular function about 35 to 40% as it was preoperatively. No paravalvular leak and mean gradient of about 3 to 5 mm across aortic valve. The postoperative course was unremarkable, and the patient was discharged 1 week after surgery. The biopsy report noted bioprosthetic aortic valve, received in formalin is a 3.1 x 3.0 x 1.9 cm white-tan and rubbery to metallic and woven prosthetic heart valve surfaced by scant yellow, nodular calcifications. The valve is firm, nonpliable and collapsed.